Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 4 years) creating wear in the socket due to repeated insertion and removal of the endoscope, potentially with too much force. This would loosen the connection and create the intermittent image. These issues are addressed in the instructions for use (IFU): "never apply excessive force to connectors. This could damage the connectors." Per the legal manufacturer, the corrosion of the tube defect included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
This supplemental report is submitted to correct section g4 in the initial report. The date received by manufacturer (section g4) for the reported problem is november 16, 2020.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a bad scope socket, intermittently failing video. In addition, it was noted that corrosion was present in the air tubing.

Event description:
A user facility reported to olympus that the light source was not processing video. The problem, as reported to olympus, occurred during preparation for use.